Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery when disconnecting the t-pal inserter from the cage, the inner shaft of the inserter fell out. It was noted that the ball on the end of the inner shaft had broken off into the applicator knob. They were unable to remove the broken section of the inner shaft from the knob. No surgical delay is reported. Concomitant reported parts: cage (part/lot unknown, quantity 1); t-pal inserter (part 03.812.001, lot unknown, quantity 1); applicator knob (part 03.812.004, lot 9353162, quantity 1). (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history record review was performed for the subject device: part: 03.812.003, lot: 3421727. Manufacturing site: (B)(4), release to warehouse date: 04. May 2010. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing documents were reviewed and no complaint related issues were found. A product development investigation was performed for the subject device. The cap at the end of the shaft is broken off as complained. The broken cap is stuck in the also received applicator knob and cannot be removed. In general the inner shaft is in a very used condition, the edges at the groove are strongly deformed. Also at the fork are heavy sign of often and intense use visible. The relevant dimension at the fracture face cannot be verified anymore because the surface is deformed, most likely by hammer blows after the breakage occurred. Therefore, the manufacturing documents were reviewed and no complaint related issues were found, the device was manufactured in may 2010 according the specification. With stainless steel 1.4028 the correct material was used and the hardness was within the specification of 47 +5/0 hrc as defined in drawing. No manufacturing related issue could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that a mechanical overload during hammering did lead the breakage. The heavy hammer marks on the applicator know support this assumption. Wear and tear over the years could also have played a certain role, as the condition of both received devices does indicate that they were often and very intense used over the years. In this relation we would like to point out the t-pal surgical technique, where on page 48 the function control of the inner shaft states that the shaft should be replaced when deformations at the groove are present. Concomitant device 03.812.004: the applicator knob is in a poor condition with heavy hammer marks all over, the broken cap of the inner shaft is stuck in the knob and cannot be removed. But the knob did finally not contribute to the breakage of the shaft as it acts only as force transmission. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.